Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell off the balcony and the screen was shattered. The customer reported that the pump was no longer functional. Customer's blood glucose level was 300 mg/dl and was addressed with a syringe with lantus. The customer confirmed that an alternate method of insulin delivery was available.